Event description:
It was reported that pump battery did not hold charge, although battery use over 24 hours was noted as 10 percent depletion. There was no adverse impact to the customer¿s blood glucose level. Customer declined further assistance from technical support, and no additional actions or outcomes were reported.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.